Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "blood was found at the outer interface of the aortic balloon inflation. Later, the aortic balloon counterpulsation catheter was removed. It was observed that the catheter was fractured, but the balloon was not damaged". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "blood was found at the outer interface of the aortic balloon inflation. Later, the aortic balloon counterpulsation catheter was removed. It was observed that the catheter was fractured, but the balloon was not damaged". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".